Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient did not have any benefit from the device since switch on. The patient lost the processor 6 months after activation and discontinued the use of the device. Then a trial with an amade audio processor was, reportedly, not satisfactory. The patient has been explanted on (B)(6) 2013.